Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Sem analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. This type of mechanical damage suggests that the balloon likely ruptured due to interaction with the lesion or associated devices. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that preparation of a mini trek balloon dilatation catheter (bdc) was done outside the patient's anatomy and the balloon was pre-soaked according to the instructions for use. During a moderately tortuous, non-calcified, proximal, high, diagonal artery stenting procedure, a balanced middleweight guide wire was advanced to the lesion and a mini trek bdc was advanced for pre-dilatation without difficulty to the lesion. The mini trek balloon was inflated to 8 atmospheres, but the mini trek balloon would not hold pressure and there was a leak noted at the distal end of the mini trek balloon. The mini trek balloon was fully deflated and removed from the patient without difficulty. Another mini trek 2.0 x 15mm bdc was used for successful pre-dilatation and a xience nano 2.25 x 28mm stent delivery system (sds) was advanced meeting resistance with the patients anatomy and would not cross the lesion. The xience nano sds was removed without difficulty and another xience 2.25 x 18mm sds crossed the lesion successfully to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.